Event description:
It was reported that during an laparoscopic cystectomy procedure, the teflon pad split in half during the procedure. Did not fall into the pt. The case was completed with a same like device. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.